Event description:
The customer stated, she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated, she changed the infusion set two days prior to the event and stated she was disconnected during the prime. She stated she may have had low blood glucose that day, because she did not eat and she was not checking her blood glucose levels. In addition, customer also stated she exposed the insulin pump to a CT scan. Troubleshooting was performed and the insulin pump was programmed correctly and it passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.